Event description:
The customer reported that the (prbc) infusion (50 ml/hr) was started at 1205.the rate was increased to (125ml/hr) at 1220. At 1240, the user discovered that blood was leaking at the site of the drip chamber out onto the floor. The transfusion was paused while the clinician obtained new tubing to continue the infusion. It was further confirmed that there was no patient harm as a result of this event.

Manufacturer narrative:
The customer¿s report that blood was leaking at the site of the drip chamber was confirmed. The set was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Dried blood was observed on the outside surface of the drip chamber¿s blood filter cap inlet ports. Blood was also observed in the set¿s drip chamber and entire length of tubing. No other abnormalities were observed with the set. Functional testing observed a leak from the engagement between the tubing to one of the blood filter inlet ports. Closer visual inspection under a microscope of the tubing observed insufficient solvent at the engagement between the tubing and blood filter inlet port. A dimensional analysis was performed on the blood filter¿s inlet port and found to be within the specification(s). The root cause of the leak was identified as a result of multiple contributing factors including: gaps; (caused by incorrect bonding method into dispenser and flow restrictions that didn¿t apply a sufficient amount of solvent needed to facilitate full tubing insertion into the drip chamber cap), and; incorrect engagements; performed by the operators (caused by uncontrolled speed on the line and uncontrolled standard(s) for new personnel.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that the prbc infusion (50 ml/hr) was started at 1205.the rate was increased to 125ml/hr at 1220. At 1240 the user discovered that blood was leaking at the site of the drip chamber out onto the floor. The transfusion was paused while the clinician obtained new tubing to continue the infusion. No patient harm was reported.